Event description:
It was reported that the pta balloon detached from the catheter. Surgical intervention was required to remove the detached balloon segment. The patient is reportedly doing well.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: the sample was returned in three segments. The first segment contained 12.5cm of the balloon along with 15.0cm of the inner catheter. The remainder of the balloon, the distal tip, and the marker bands were not returned for evaluation. The catheter was severely stretched at the points of detachment, indicating that excessive force was applied to the catheter resulting in the detachment. The edges of the balloon detachment were slightly jagged. The second segment contained 2.9cm of the catheter and was stretched at the points of detachment. The third segment contained the remainder of the catheter with the inflation hub. The segment was returned inserted through the introducer sheath. The catheter was noted to be stretched and bunched. The introducer sheath tip was not flared in appearance, likely indicating that the retraction issues were not sheath related. No functional testing could not be performed due to the condition in which the sample was received. Image review: one pta balloon image was reviewed. The image provided demonstrated a pta balloon fully inflated at the right popliteal artery the proximal portion of the balloon is located at the level of the right tibial tuberosity. A guide wire is demonstrated to be distal to the pta balloon. Based on the image provided, the pta balloon is fully inflated, and located at the proximal section of the right popliteal artery, can be confirmed. Conclusion: the investigation is confirmed for a balloon detachment, a tip detachment, detached marker bands, and retraction issues based on the condition of the returned sample. It is likely that the inabilities to fully deflate the balloon lead to the retraction problem and subsequently the balloon and tip detachments. The definitive root cause for the deflation issues could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Addition: FDA method code: labeling review, visual inspection - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.